Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00303 thru 3012447612-2019-003010.

Event description:
It was reported that two torque limiting handles were outputting too high of torque, causing six plug drivers to strip during surgery. No further information has been provided. This is report seven of eight for this event.

Manufacturer narrative:
The returned torque wrench was evaluated through functional testing and no failures were identified. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that two torque limiting handles were outputting too high of torque, causing six plug drivers to strip during surgery. No further information has been provided. This is report seven of eight for this event.